Event description:
It was reported by service report that the head left and foot right caster stems were broken. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: the head end left and footend right casters had to be replaced.